Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that bipolar hand piece sparked during a bi-polar procedure causing burn to the surgeons glove. Because of this, the procedure was aborted. Since the procedure was aborted, the case is deemed as reportable.